Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer used pump supplies beyond labeling. Tandem technical support educated customer on cartridge/insulin labeling. The customer cleared the alarm and resumed insulin therapy. Customers blood glucose was 325 mg/dl.